Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2017 it was reported this lead exhibited high thresholds. During the initial implant there was very little viable tissue for pacing in the lv, only one vector but at high thresholds was achieved. This lead eventually lost capture sometime in 2018 and was capped on (B)(6) 2018. The ICD was replaced due to eri.